Manufacturer narrative:
Technical services partnership coordinator. Concomitant medical products: 50ml baxter bag ndc 0338-0049-11, lot p376657, exp oct19, 0.9% nacl injection - added to bag = (cefazolin 2gm/50 ml(40 mg/ml) bag vtbi is 68 ml., lot a239-202831 for antibiotic.), therapy date (B)(6) 2019. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographic details were not provided.

Event description:
The customer reported that the primary tubing came apart at the junction of the upper fitment and silicone segment prior to the start of a secondary antibiotic infusion (cefazolin 2gram/50 ml, final concentration 40mg/ml with a total vtbi of 68 ml.). Although the patient was not receiving fluids at the time of the event, the set was connected to the patient's IV access device. No patient harm occurred as a result of the event.

Manufacturer narrative:
The customer¿s report of tubing came apart at upper fitment silicone segment junction was confirmed. Visual inspection of the set noted that the silicone segment was completely separated from the upper fitment. Examination under magnification noted no crush mark to the upper or lower fitment. No other anomalies were noted. Functional testing was deemed unnecessary due to the obvious separation. Dimensional analysis of the silicone segment was measured to be within specification. The root cause was due to the set's retainer ring not being assembled onto the set during assembly. Manufacturing is aware and corrective actions are to be implemented in which the set was noted to be manufactured prior to implementation of corrective actions.

Event description:
The customer reported that the primary tubing came apart at the junction of the upper fitment and silicone segment prior to the start of a secondary antibiotic infusion (cefazolin 2gram/50 ml, final concentration 40mg/ml with a total vtbi of 68 ml.). Although the patient was not receiving fluids at the time of the event, the set was connected to the patient's IV access device. No patient harm occurred as a result of the event.